Event description:
It was reported that a pump was alarming for air in line. There was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval is in progress. When the eval is complete a supplemental report will be submitted.